Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the ins was moved lower on her body. Patient wanted to know if it was normal for the ins to feel different after it moved. Patient said when she was moving around today she noticed the ins felt different. Patient was redirected to follow up with hcp. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ins was changed and moved. The patient has had weight lost and the ins is now deeper and loves it. No further patient complications are anticipated or expected as a result of this event.